Event description:
This lead was implanted on (B)(6) 2013 and was capped on (B)(6) 2013. A call to technical services placed on (B)(6) 2013 states that they found very intermittent capture. Patient's heart rate was in the 20's and 30's. Rv output was increased to 6.5 v at 1 .0 msec. Lead revision was attempted on (B)(6) 2013. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).